Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00271 on 05-dec-2023. Additional information (18-jan-2024): siemens reviewed the information provided, and the customer's quality control (qc) showed consistent recovery and no reagent issue. Siemens reviewed the services performed on the dimension exl with lm instrument by the customer service engineer (cse), which included replacing the integrated multisensor technology (imt) tubing, imt diluent syringe, rotary valve, x0 and x1 imt tubing, imt pump, auxiliary pc board, motor control board, uninterruptible power supply (ups), direct current (dc) power supply, sampler conduit cable, and decontamination of the imt sample path. Based on the information provided, a hardware malfunction was a potential cause of the falsely depressed sodium (na) result. The cse verified the instrument's performance by performing qc and precision testing, which showed acceptable reproducibility. The instrument performs as specified, and no further action was required.

Manufacturer narrative:
An outside united states (ous) customer obtained a discordant sodium (na) result for the patient sample ID (B)(6) on the dimension exl with lm with serial number (B)(6) and did not report the result to the physician(s). The customer used the same sample and dimension system to perform repeat testing and obtained a higher result, which was considered correct and reported to the physician(s). The customer verified the quiklyte integrated multisensor technology (imt) sensor lot is 3hd818 and quality controls (qc) and noted results were within range from 09-nov-2023 to 27-nov-2023. The customer provided the centrifuge speed (3000 revolutions per minute) and time (10 minutes) and stated that stat spin is not used. Siemens dispatched a customer service engineer to the customer site. Siemens assisted the customer and performed the enhanced conditioning procedure, inspected tubings for potential issues or air leaks, rotary valve maintenance, and replaced the imt module assembly, r-assy imt sample tubing kit, and xpand tubing rotary valve. Additional maintenance was performed on the imt and syringe 500ul, and the dual pump valve 2-way assemblies were replaced. The operator decontaminated the imt sample path, replaced the x0 and x1 tubing, and verified the multisensor replacement, conditioning, and dilcheck. Siemens is investigating the event.

Event description:
The customer obtained a discordant sodium (na) result for the patient sample ID (B)(6) on the dimension exl with lm with serial number (B)(6) and did not report the result to the physician(s). The customer used the same sample and dimension system to perform repeat testing and obtained a higher result, which was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.